Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report number: 2183959-2012-02432 and 2183959-2012-02433. ¿plaintiff was implanted with the surgical mesh product, bioarc to system with intexen lp, on or around (B)(6) 2007. The products were implanted in plaintiff to treat her pelvic organ prolapse and stress urinary incontinence.¿ the plaintiff¿s attorney alleges that, ¿as a result, plaintiff has experienced significant mental and physical pain and suffering,¿ has sustained permanent and personal injuries, severe emotional distress, has required add¿l medical procedures, and will likely require add¿l surgical procedures.¿